Manufacturer narrative:
The device serial number was not provided. Approximate age of device ¿ 1 year and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2017 that the lvad system produced intermittent power elevations. A representative of the manufacturer's technical services reviewed the submitted log file which revealed a trajectory in past experience had been linked to the presence of thrombus. The patient was asymptomatic. The patient¿s lactate dehydrogenase (ldh) was at baseline of 339 u/l and continued to be at baseline. No tests were performed. The patient was placed on a heparin infusion and power elevations subsided. No changes were made to the patient¿s medication or lvad speed. The patient was discharged home on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Initially, the device serial number was not provided. It was subsequently reported that (B)(4) was the implanted pump at the time of the event. (B)(4). Analysis of the system controller log file confirmed elevations in power on (B)(6) 2017; however, a specific cause for these findings could not conclusively be established through this evaluation. The submitted log file contains data from (B)(6) 2017 at 00:47:25 through (B)(6) 2017 at 09:58:23. The file captured several power elevations over 8.5 w on (B)(6). These power elevations reached a maximum of 13.7 w four times on this date. The majority of these elevations were associated with pi events. It should also be noted that average pi appeared to decrease over time. The pump speed remained above the low speed limit for the duration of the log file and no atypical alarms were captured. The system appeared to be operating as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.